Manufacturer narrative:
Received one device. Found motor odometer over replacement specification. Found downstream occlusion sensor (dso) and upstream occlusion sensor (uso) sensor intermittent, in additional to a damaged latch lock sensor damaged. All sensors replaced including seals. Motor replaced and performed dso/uso calibration and occlusion tests. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion was incomplete. There was no reported patient involvement.